Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause could not be established. It is likely that the user contacted the lid with a hard object. The IFU contains the following statements that may help detect the reported issue: "before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. -the lid is not cracked, broken, or otherwise damaged." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to service the device. The fse replaced the cracked lid. The equipment was repaired and verified according to the original equipment manufacturer's instructions. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the endoscope reprocessor lid was kept open overnight and was found the next day to be cracked with a hole in it. The customer does not know how it occurred but believes it was caused by some sort of external damage. No patient involvement or impact to patient care was reported.